Event description:
A malfunction alarm identified as malf 1 was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a pump replacement, advising the customer to use a backup therapy called mdi to ensure continuous insulin delivery. The customer was informed that the replacement pump would come with updated software, and training would be available. Instructions were given for returning the malfunctioning pump. The customer acknowledged and understood all directions provided and confirmed understanding of procedures and address for shipment.